Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited loss of capture even at 7.5 v, 1.5 ms. Attempts to reposition the lead were unsuccessful. The lead was removed and replaced.